Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in an unknown procedure performed on an unknown date. During the procedure, the clip closed on its own while advancing through the scope. The clip was dangling from the catheter. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Block d4, hd: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment in an unknown anatomy.